Event description:
A caller reported a malfunction on their pump, which caused their blood glucose level to exceed 500 mg/dl. The specific value was unknown, but it was marked as "high." The customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support assisted the caller with resetting the pump, and no further malfunctions occurred. The customer was advised to continue using the pump and to contact support if the issue recurred.